Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered shocks as inappropriate therapy due to a suspected atrial driven rhythm. The rhythm accelerated into a ventricular tachycardia (vt). The patient lost consciousness as a result and suffered a fall. Due to the fall the patient injured their head and ribs, with them presenting contusions. The patient was hospitalized. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.